Event description:
After performing 2 cryo cases without any problems, while preparing for the third case the unit suddenly shut down. Unable to turn the system back on. Patient on the table and under anesthesia when the case was cancelled. Patient for the next case was in or prep room under IV protocol and in the process of sedation. This case also cancelled.

Manufacturer narrative:
Testing of actual device found energy storage system problem traced to component failure. Device repaired and returned to the customer.